Event description:
It was reported by service report that the brakes would not stay engaged. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Brake rod support. Tech is going to order a new cam replacement kit to install.